Event description:
It was reported the pt's scs system stopped working suddenly. The pt lost stimulation and the ipg would not communicates with external devices. An sjm rep met with the pt and confirmed the issue. Follow-up identified the pt's ipg was replaced on (B)(6) 2013. The pt reported stimulation was regained post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.